Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump alarmed external flash crc error while the customer was in bed watching tv. Customer's blood glucose was 99 mg/dl when the alarm occurred. Earlier in the day the customer was 561 mg/dl and treated with manual injection. Customer stated after the alarm the device had to be reprogramed and rewound. Customer was advised to discontinue use of the device revert to back up plan, and the device needed to be returned. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display after number count up due to a problem isolated to the mother board. Unable to confirm the external flash crc error alarm or perform the functional tests due to the blank display. The pump was also received with minor scratches on the lcd window and a cracked reservoir tube lip.